Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the hospital for unrelated reasons. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to low battery state, further troubleshooting was not attempted. The device was explanted and replaced. No further information was available.